Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon power up was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported ua07 was due to defective load cell module 1. The cracked cover and the two defective load cell were likely attributed to mishandling such as a drop. Unrelated to the reported complaint, a cracked in the front-end area on the front enclosure was observed on the autopulse platform during visual inspection. This type of physical damage likely attributed to mishandling, such as a drop. The damaged front enclosure needs to be replaced to address this observed issue. During archive data review, multiple ua07 error messages were observed around the event date. Thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The load cell characterization test confirmed load cell module 1 was defective. To remedy, the load cell module 1 needs to be replaced. Awaiting customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint and there was 1 similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4), reported in (B)(6) 2019, both load cells were replaced to remedy ua07. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message upon power up. The customer was unable to clear the advisory and immediately performed manual CPR. The customer provided no further information. Patient expired upon arrival at the hospital. It is unknown if the patient's death was related to the autopulse system, however, zoll's medical safety assessment (msa) evaluated the incident, and it was determined that the death was not related to the autopulse device.